Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer that the programmer was unable to boot up due to a failure of the power supply. Analysis also noted that the lower-case stand offs were damaged/worn, the power cord latch tabs were broken, the nylon standoff was replaced and the media bay gasket was replaced. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for repair, test and calibration. The programmer subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement reported.